Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the cassette sensor is experiencing an issue during testing¿ was confirmed through occlusion test. The event log/alarm history review found multiple instances of "cassette not attached properly". The downstream occlusion (dso) sensor was unresponsive. The probable cause was a defective dso sensor and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the cassette sensor is experiencing an issue during testing¿; during device evaluation it was found the downstream occlusion sensor is unresponsive.